Event description:
Allegedly the patient was revised due to mom complications (right).

Manufacturer narrative:
Investigation not complete; supplement will be filed upon investigation completion. Trends will be evaluated.